Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after the implant of this device and right ventricular (rv) lead and right atrial (ra) lead no issues were noted. Then a follow up took place the same day, and pacing failure as well as high pacing thresholds were noted on the rv and ra lead. No other measurements appeared abnormal. The same day both the ra and rv leads were repositioned which resolved the issue. It was noted that on x-ray no change in the position of the leads was noted, although slight movement of the leads was suspected. No additional adverse patient effects were reported. The system remains implanted.